Event description:
Rptr states, " dr tried to snap tibial insert onto cruciform baseplate, several times without success. He removed the insert, inspected baseplate surface, no obstructions were found. The dr opened another baseplate which snapped in without difficulty." There was no adverse consequence to the pt due to the event.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. Additional MFR narrative : section h4 = 10/95.